Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2021. Prior to the procedure, no image appears on the screen upon plugging the spyscope ds ii catheter into the controller and the light on the front panel button of the controller will not illuminate. The controller was rebooted and plugged the spyscope ds ii catheter; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the front panel had dents, the power button and connector sockets were worn. The light engine was disassembled. The catheter interface contacts and connector socket assembly were cleaned. The front panel, keypad, power button, connector socket and socket dielectric barrier were replaced. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Upon analysis, the front panel had dents, the power button and connector socket were worn. The problem is unlikely related to manufacturing, as product analysis identified problems related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. The device has been in service potentially since 2015, and its condition indicated signs of use and wear and tear, potentially causing the contamination on the internal components. Based on all gathered information, the most probable root cause of this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
Note: this report pertains to a spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2021. Prior to the procedure, no image appears on the screen upon plugging the spyscope ds ii catheter into the controller and the light on the front panel button of the controller will not illuminate. The controller was rebooted and plugged the spyscope ds ii catheter; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.